Manufacturer narrative:
(B)(4). Device manufacture date: 2010-09. The complaint device is currently en route to fisher & paykel healthcare. We will provide a follow-up report upon receipt and completion of our investigation.

Manufacturer narrative:
(B)(4) not (B)(4) infant bonnets. Method: five complaint bonnets were returned, four of the bonnets were returned sealed. The bonnets were visually inspected and stretched to test for elasticity/restoring force. Results: the visual inspection revealed no damages to the bonnets. Both the sealed and unsealed bonnets were stretched and the bonnets restored to their original shape, no deformation was observed and the bonnets were measured and within specification for this product. A lot check revealed no other complaints of this nature for this lot number. Conclusion: the bonnets are used to hold the nasal tubing in place and prevent the nasal prongs from moving. There were no faults found with the returned bonnets. The hospital has reported that they were not reporting this with regard to any particular complaint but rather raising this as a general concern about the bonnet material. Replacement bonnets have been supplied to the hospital and no further complaints have been received from the hospital.

Manufacturer narrative:
(B)(4). Correction: bc306 not bc305 infant bonnets. Device manufacture date: 2010-09. The complaint device is currently en route to fisher & paykel healthcare. We will provide a follow-up report upon receipt and completion of our investigation.

Event description:
A hospital in (B)(6) reported that the bc306 infant bonnets were lacking in elastic restoring force, allowing the infants to move their heads "so the nasal prongs don't stay inside the nose." No patient consequence was reported.

Event description:
A hospital in (B)(6) reported that the bc306 infant bonnets were lacking in elastic restoring force, allowing the infants to move their heads "so the nasal prongs don't stay inside the nose". No patient consequence was reported.

Event description:
A hospital in (B)(6) reported that the bc305 infant bonnets were lacking in elastic restoring force, allowing the infants to move their heads "so the nasal prongs don't stay inside the nose". No patient consequence was reported.